Event description:
During final tightening of a spinal fixation device, the tip of the screwdriver broke off inside the screw head of the implanted device. The surgeon was unable to loosen the tightened screw. So the remaining screws were hand tightened by the surgeon. The tip that broke off was left logged inside the screw of the device. There was no significant delay of pt injury as a result of this situation.